Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned with two battery caps; one of the battery caps was observed to have moisture evident. The pump battery compartment was observed to have moisture damage inside. During testing, the pump was found to power on appropriately. The pump was opened with no further moisture damage observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging moisture in the battery compartment. The reporter confirmed that there was no noted damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.